Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed in the battery compartment with no damage to the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the battery compartment had evidence of corrosion and no evidence of cracks. The pump passed a leak test; no leaks were found. The pump was opened and removed from the case and corrosion was observed on the motor drive flex connector. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.